Manufacturer narrative:
The unit was returned for investigation and was tested using our standard operating procedures. Upon receipt, it was noted that several transistors on the driver boards were shorted, which caused the circuit breaker to trip. Without additional information, it is difficult to determine why the transistors were damaged. The operator's manual instructs the user, "ensure that the circuit breaker is easily accessible to turn off in an emergency situation" upon powering up the unit. The manufacturing records for this serial number were reviewed and nothing notable was observed. It was reported that there was no harm to the patient. We have requested that our distributor reach out to the user facility to try to obtain any additional details about the case. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported to our distributor that, during a procedure, there was a spark and the unit stopped working. The doctor had the staff switch to an fms 2000 and the operation was completed. The patient was not injured.